Event description:
The customer reported the ventilator was operating on backup battery power while plugged into an ac power source. The device was not in use on a patient; therefore, there was no patient involvement or harm. Upon visual inspection of the ventilator, the customer reported finding the main circuit breaker was in the off position. If the main ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will shut down and alarm if no backup power source is available.

Manufacturer narrative:
(B) (4) still under repair.